Event description:
The ambu bags on the rrt stretcher at the 6th floor elevator and the 6th floor code cart had deflated masks. In the event that an ambu is needed to deliver rescue breaths, one would not be able to get a good enough seal to successfully deliver breaths. Materials management found deflated masks in other areas of the hospital as well as masks that had no expiration dates. We have reached out to other facilities and they do not have the same problem. The deflated masks and masks without expiration dates have been sent to the vendor. There is no underlying lot#, but multiple lot#'s are involved. Known lot#s: lot# 180314 exp date: 3-14-2021, lot# 170717 exp date: 7-17-2020, lot # 171010 exp date: n/a. Manufacturer response for ambu mask, (brand not provided) (per site reporter).